Event description:
It was reported that the patient lost therapy due to ipg being inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place on 26sep2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.